Manufacturer narrative:
No product evaluation was possible as devices were discarded at the hospital. As the lot numbers were not provided, lot specific complaint history and manufacturing history review were not possible. A two-year complaint history review for all part numbers in the tlifxx-xxp family of tlif peek cages did not identify a trend for reports of this nature. The cause for the device failure is believed to be the result of applied impact overload forces being applied during implantation. There are many potential causes for overload forces being applied that cannot be ascertained from the complaint. The need for corrective action was not identified. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2016-00032 / 00055). Device discarded at user facility.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, upon attempted insertion of a tlif cage peek 8mm x 30mm (tlif30-08p) in the l4-5 disc space, the implant broke at the base where it connects with the inserter. The doctor then attempted to insert a tlif cage peek 6mm x 30mm (tlif30-06p) which broke in the center. A third attempt to insert another tlif cage peek 6mm x 30mm (tlif30-06p) resulted in the implant breaking where it connects to the inserter. The fourth attempt was successful using a tplif oblique 30mm, 5 degree, 8mm (B)(4). There was a 45 minute delay to the procedure as a result of the reported issues.